Manufacturer narrative:
(B)(6). Device evaluated by MFR: promus element plus, mr, ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the most proximal strut row were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014 guidewire, verified with snap gauge, loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03 nov 2020. It was reported that advancing difficulty was encountered. The 10% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 28mm promus element plus drug-eluting stent was advanced for treatment but could not reach the lesion even after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.